Manufacturer narrative:
The product complaint analysis team has completed its investigation. The results of the investigation conducted by the appropriate engineers and technicians are listed below. Visual inspections & results: bullet tip condition, conforming; desufllation lever condition, conforming; inner gasket condition, conforming; latch condition, conforming; obturator condition, conforming; outer gasket condition, conforming; reset button condition, conforming; sleeve condition, conforming; stopcock condition, conforming and trocar condition, conforming. Functional tests & results: does safety shield retract, nonconforming; flapper door functional, conforming and lockout functional, conforming. Analysis conclusion: based upon the inquiry info received, visual examination and functional test, it was confirmed that the reported "trocar did not lock" during surgery occurred. The device was examined and would not arm as received. The obturator handle weld was measured and found to be skewed. The obturator handle is welded during the assembly process.

Event description:
It was reported the device was used during an unk procedure. It was reported the trocar did not lock. There was no other info reported to the rep regarding the event. There was no reported consequence to the pt.